Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, the needle tip penetrated the soft tissue of the twelfth rib and upon withdrawal, the needle tip allegedly fractured. It was further reported that the device was dry fired prior to use; however, the device was not fired in the patient. Additionally, no samples were taken, and the density of the lesion was normal. The procedure was completed by using another device. The tip of the needle remains in the patient.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, the needle tip penetrated the soft tissue of the twelfth rib and upon withdrawal, the needle tip allegedly fractured. It was further reported that the device was dry fired prior to use; however, the device was not fired in the patient. Additionally, no samples were taken, and the density of the lesion was normal. The procedure was completed by using another device. The tip of the needle remains in the patient. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Six electronic photos were provided and reviewed. The first to fifth photo shows the maxcore device's needle part, which is in half primed position; exposing sample notch and the tip of the needle was noted to be broken. The sixth photo shows the product labelling information which matches and verifies with tw details. Based on the photo review the reported detachment of device or device component can be confirmed. Therefore, the investigation is confirmed for the reported detachment of device or device component as the distal tip of the needle was noted to be broken in the provided photo for review. A definitive root cause for the alleged detachment of device or device component issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.